Manufacturer narrative:
Product event summary: the 2af284 balloon catheter with lot number 14130 was returned and analyzed. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. The catheter smart chip data was reviewed. Data indicated the catheter was never used (no application performed). The catheter was recognized and passed the electrical integrity verification and performance test. The catheter completed the inflation, ablation, and thawing phases with no console system notices generated. No performance issues were identified. The pressure and flow were in range and temperature curve had no oscillation or overshoot. During device compatibility inspection (balloon catheter insertion into sheath), the outer balloon distal bond diameter measured out of specification. The outer balloon distal bond measured 0.159 inches. The user may experience insertion into the sheath difficulties and also flushing and purging air from the sheath difficulties due to this issue. In conclusion, the air ingress/compatibility issues were confirmed during testing and the balloon catheter failed the returned product inspection due to the outer balloon distal bond out of specification. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, there was resistance when inserting the balloon catheter into the sheath. When the balloon catheter was halfway through the sheath, an attempt was made to aspirate blood through the side arm. When the stopcock was opened, it was readily apparent that there was a vacuum present. Air ingress was then noted. The balloon catheter was removed re-prepped and re-inserted without resolve. The balloon catheter was then replaced to resolve the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.